Manufacturer narrative:
Eval summary: the hp054 was returned with a loose mount. It was tested on a generator and gave an error code 3. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. The batch history records were reviewed with no anomalies noted during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the handpiece was not working. The customer had no details but reported there was no pt consequence reported.